Manufacturer narrative:
The device history record (DHR) for unit (B)(6) corresponding to complaint reference number (B)(4), has been reviewed for compliance with established device master record (dmr), including certificates of conformance for patient contact materials. Examination determined no discrepancies or instances of non-conformity within the DHR that could have contributed to the reported event. The cam product instructions for use (IFU) lists skin irritation and allergic skin reaction as potential risks associated with device use. This report has been compiled in accordance with the mandatory reporting requirements set forth under 21 cfr part 803 for serious injuries. The submission of this report is not to be construed as an acknowledgement by bardy diagnostics of any defect or malfunction in the product described herein.

Event description:
As written from the complaint (B)(4) description: "patient experienced irritation and burning while wearing the device. Went to urgent care and was prescribed medication" additional information: the patient indicated that the irritation spread between the collarbone down to the stomach. The patient indicated that they visited a medical professional that prescribed oral prednisone daily for a 5-day period. Bardy diagnostics was made aware that the patient's irritation was "no longer red" following their treatment. The device was requested to be returned on 13 nov 2024. At the time of this report, the device has not been obtained to perform an investigation or failure analysis.